Event description:
The inflation line snapped off while a smiths medical trach tube was in the patient. This is the second time this has happened. The first time, a trach change was done and the device was thrown away as a one off situation. But a week later the same issue happened a second time. No adverse patient effects were reported.